Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer has had 2 ec161 with sharp tips. The tips seem to be shaved off or gouged. These catheters did not come from the same month's order. He did not report the first but did keep it. He noticed the first one prior to use, but had begun insertion of the second, removed it and used a different catheter.